Event description:
It was reported to the aci account sales manager that a pt underwent a coronary diagnostic procedure. Post procedure, the technician, trained to the mynx, used a mynx for femoral artery closure. Due to scar tissue present in the vicinity of the access site, balloon pullback became difficult and the balloon did not abut the arteriotomy when sealant was deployed. As such, the sealant was inadvertently deployed into the artery. Approximately one hour post mynx, the pt developed a cold leg and was taken to interventional radiology for attempted percutaneous revascularization of the leg which was unsuccessful and then to the operating room. The superficial femoral artery was noted to be "clotted" and sealant was reportedly found in the popliteal artery. Multiple attempts made to obtain additional info were unsuccessful. No further info could be obtained.

Manufacturer narrative:
A review of the lot history record (lhr) was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The occlusion may have been caused by a sealant misdeployment in the artery. However, without source documents or the material to perform chemical analysis of the composition, this could not be confirmed. It was reported that the technician did not abut the balloon to the arteriotomy before deploying the sealant. The mynx instructions for use (IFU) states: "while lightly holding the device handle to maintain adequate tension on the balloon catheter (to ensure the balloon is abutting the arteriotomy) ..detach shuttle and advance until resistance against the balloon is felt". Based on the info provided, the most probable cause of the reported sealant misdeployment is the failure to follow the mynx IFU. Date of event is unk. The lot number was not provided, therefore the expiration date and device manufacture dates are unk.